Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the distal left circumflex (lcx) coronary artery. The 8mm x 2.25mm quantum maverick monorail balloon was being used for predilation and ruptured at 19 atms on the second inflation. The initial inflation was performed at 16 to a 18 atms. The procedure was successfully completed with a 8mm x 2.50mm quantum maverick balloon catheter. No pt complications were reported. Pt status is reported as "good."